Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced regression of a prescription at one diopter of myopia on right eye (od) at a 4 month post op exam. The patient's was not happy with vision and proceeded with a flap lift enhancement. The patient's chief complaint was blurry vision on both eyes, pre-op: bcva from (B)(6) 2015, right eye (od) pre-op 20/20 -5.50 x 0 x 90, left eye (os) pre-op 20/20 -4.50 x -.25x 170; post-op: bcva from (B)(6) 2015, right eye (od) post-op 20/20 -1.00 x .00 x 90, left eye (os) post-op 20/20 -.75 x .00 x 90.